Event description:
Patient was sitting in the sling for transfer and the lift moved by itself. Undetermined injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 6 years 9 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is an (B)(6) female. The consumer was in the sling being transferred from the bed to the gerri chair. She was tuned around to be lowered into the chair when the aid reached down to grab a pillow. At that moment, the consumer tilted forward and the hydraulic lever bar descended rapidly causing the consumer to hit her head against the footboard. The lift was pulled out of service. Maintenance records show that the lift was rebuilt within the last six months. They replaced bushings, bearings, the mechanism on the handle, and the spring bolts were replaced. The lower portion of the lift - weight bearing part was redone. Invacare was advised that lifts are checked on a weekly basis. The facility has received a replacement unit.